Event description:
F11 & f13 submitted in the preliminary report / initial report 6000034-2021-03234 is incorrect. The correct date for f11 in initial report should have been october 12, 2021, and f13 should have been october 12, 2021.

Event description:
It was reported that the patient accidentally melted a battery charger. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.